Event description:
Incident:the surgeon said that the ta staples did not hold. 1. Was any reinforcement material used in conjunction with the stapling device? No a. If yes, what was the brand of the material used? B. If yes, what was the item code and lot/serial number of the reinforcement material? 2. Can you report the lot number of the subject device? No the packaging was thrown away 3. Can you please confirm the product ID? Ta. 4. What surgical procedure was being performed? Lar. 5. What is the patient age, weight, gender? N/a. 6. Was there any unanticipated tissue loss as a result of this problem? Yes. 7. Was there any tissue damage as a result of this problem? Yes a. If yes, describe the damage and provide details on how the damage was treated/corrected. I believe that they had to suture the staple line because it wasnt fired and they missed their margins b. Was the damage irreversible? It resulted in a colostomy bag8. Was there blood loss of 500cc or more due to the product problem? N/a a. Did any additional blood loss resulting from this product problem require a blood transfusion? Not sure. 9. Was surgical time extended by more than 30 minutes due to the product problem? Yes a. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Not sure. 10. What was done to correct the problem? I believe they sutured and fired another ta.